Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a lumbar fusion sacroiliac and thoracolumbar procedure, there was a collimator error message when the site would launch the 3d spin. The system started normally, and the site could shoot 2d images normally. They had to reboot the system for resolution. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and there was nothing relevant seen on the logs. An annual planned maintenance (pm) has been performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts returned to manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a lumbar fusion sacroiliac and thoracolumbar procedure, there was a collimator error message when the site would launch the 3d spin. The system started normally, and the site could shoot 2d images normally. They had to reboot the system for resolution. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.